Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the interconnect housing and bracket assembly. The system operates as intended.

Event description:
It was reported that the interconnect cable on the 7700 system was falling off. No pt injury was reported.